Event description:
Same event as MFR report#: 2134265-2009-00608. It was reported that during a rotational atherectomy procedure, difficulty was encountered with device removal. The 80% stenosed, tubular and heavily calcified lesion being treated was located in the tortuous mid right coronary artery (rca). The lesion has a timi flow of 3 and a length of 20mm. The rotawire was advanced down the vessel. The rotalink system was platformed at a speed of 140,000. A temporary pacemaker was inserted. Three ablation passes were then performed for a maximum of 13 seconds. The burr was then dynaglided distally. Two more ablation runs were performed for a maximum of 10 seconds. The physician then attempted to remove the burr in dynaglide; however, he met resistance. The physician made several attempts to remove the burr, including a high speed rotational pull back at 140,000 rpms without success. An intra-arterial balloon pump was then inserted, and with the burr and wire remaining inside, the patient was taken to surgery. Following bypass surgery, the patient status was reported as "stable". It was further reported that "the physician has stated that he believes this was a consequence of the anatomy and does not believe that there was any malfunction of the device".

Manufacturer narrative:
An examination of the catheter unit was carried out. The coil and burr were detached 5cm from the distal end of the burr. The catheter could not be wire guided or wet tested, due to break in the coil. A scratch test was performed to confirm if the returned burrs cutting action was acceptable. This confirmed that the burrs cutting action was acceptable. The burr was microscopically examined and the burr was within specification. The device history record has been reviewed. No issues or discrepancies were found, which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The root cause classification is operational context.